Event description:
Surgical gown cardinal health brand fabric reinforced surgical gown (converters) lot number 22bc7008, exp [redacted date], allowed saline that had patient blood in it to leak through the gown just above both wrists. This is the second time this has occurred with this type/brand of gown. Gown is aami level 3 and size 2xl.